Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 95% stenosed lesion was located in a moderately tortuous and non calcified left brachial vein shunt. A non bsc sheath was inserted from the left vein at the elbow. A non bsc guide wire crossed the lesion and the mustang 7.0 x 40, 75cm balloon was advanced. On the first inflation the balloon ruptured at eighteen atmospheres. The same size mustang balloon was used and inflated to twenty atmospheres and completed the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device identified a longitudinal tear in the balloon. The balloon stretched along the entire length of the balloon. An examination of the balloon material and markerbands could not identify any anomalies which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 95% stenosed lesion was located in a moderately tortuous and non calcified left brachial vein shunt. A non bsc sheath was inserted from the left vein at the elbow. A non bsc guide wire crossed the lesion and the mustang 7.0 x 40, 75cm balloon was advanced. On the first inflation the balloon ruptured at eighteen atmospheres. The same size mustang balloon was used and inflated to twenty atmospheres and completed the procedure. No patient complications were reported and the patient's status is good.